Event description:
It was reported that a malfunction occurred, indicated by malfunction code 15. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced since it was still under warranty, and instructed the customer to use manual daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump into storage mode before returning it with a pre-paid label. The customer confirmed understanding and compliance with these instructions.